Event description:
It was reported that the patient, who was part of a study, is deceased and died approximately (B)(6) post device system implant. Further information related to the cause of death was requested and is not available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.